Manufacturer narrative:
Initial report sent: 10/31/2007.

Event description:
Procedure type: robotic prostatectomy. According to the reporter: the balloon tip trocar popped and a piece of plastic fell into the patient abdomen. The piece was retrieved without harm to the patient. The surgeon used a competitor's device to continue the procedure. No patient injury was reported. No further patient detail were available.